Event description:
It was reported that the pressure transducer test failed during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 - date of implementation of UDI in manufacturing.

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to provided information, the expiratory pressure transducer printed circuit board was replaced. The pressure transducer printed circuit board is part of the pressure measuring in the system. The device's logs were received and evaluation of the test log confirms that pressure transducer test failed. The logs show that the test failed due to that the zero pressure offset had drifted outside defined intervals (drifted more than +/-300 mv from factory default), for expiratory pressure transducer printed circuit board. Mentioned pressure transducer printed circuit board measured that zero pressure offset was between 2.592 - 2.612 v. The root cause of the pressure transducer printed circuit board failure in this complaint has not been determined.

Event description:
Manufacturer's reference number: (B)(4).